Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump alarmed compromised force sensor system as well as drive support cap was flush. The customer¿s blood glucose level was 402 mg/dl. The customer also reported that the insulin was squirting during manual prime process. Troubleshooting was done for compromised force sensor system alarm. The insulin pump will be returned for analysis.